Event description:
Pt was admitted to the hospital for high blood glucoses. It was informed that the customer's spouse called the ambulance. Also it was indicated that the customer is currently in the ICU on an insulin drip. The spouse was not familiar with the pump. Two days later the customer called and mentioned about the hospitalization. Troubleshooting was not performed due to lack of supplies. It was indicated that the customer changed the set prior to hospitalization, but high blood glucoses persist. It was mentioned that the customer might have scar tissue. A replacement pump was requested.